Manufacturer narrative:
(B)(4). It was indicated this lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. As a result, a revision procedure was performed. This ra lead could not be repositioned as the helix mechanism was functioning appropriately. Therefore, the ra lead was explanted and replaced. No adverse patient effects were reported.